Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a balloon aortic valvuloplasty was performed. Subsequently, complete heart block (chb) was observed. The valve was implanted, and the chb remained present. Approximately 20 minutes following implant, the valve dislodged into the ascending aorta. A new valve was implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical product: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the second valve was implanted valve-in-valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. Outcome attributed added b5. Second paragraph added h6. Patient codes added additional codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a balloon aortic valvuloplasty was performed. Subsequently, complete heart block (chb) was observed. The valve was implanted, and the chb remained present. Approximately 20 minutes following implant, the valve dislodged into the ascending aorta. A new valve was implanted in the patient. No additional adverse patient effects were reported. Additional information was received that approximately four days following valve implant, the patient experienced a cerebral infarction. Subsequently, paralysis remained in the left leg. Six days following valve implant, a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the complete heart block was observed following the second valve placement. Shortly following the valve implant, the patient's symptoms were observed. The cerebral infarction was confirmed by magnetic resonance imaging (MRI). The cause of the stroke was unknown and paralysis in the left limb has not resolved.